Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump cracked housing and a scratched screen. Review of the pump event log had no related findings. Functional testing included use testing. The pump was powered on and an error code messaged appeared. The error code was cleared by the technician. Based on the evidence, the complaint was confirmed. The root cause was not established.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.